Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a pacer equipment malfunction. The device was not in use on a patient; as indicated by the philips field service engineer (fse) when answering the safety questions.